Manufacturer narrative:
Device is a combination product. A promus elite ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with a strut lifted on the fourth distal strut row. The undamaged crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 05feb2020. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and highly tortuous left anterior descending artery. Following predilatation with a maverick balloon, a 32 x 3.00 promus elite drug-eluting stent was advanced for treatment, but could not cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed stent damage.